Event description:
Caller states that the patient tested 17mg/dl on the device while an additional professional device read 118mg/dl within 10 minutes. No action taken based on this device result. No adverse event reported and no treatment received. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect vial, however caller advised it was unavailable for return.